Event description:
It was reported that the patient presented with noise over-sensing exhibited on the right ventricular lead. Lead damage was suspected. Further information was requested but not received.

Event description:
New information received notes that the noise over-sensing had recurred on the right ventricular lead. No intervention was performed. There were no patient consequences, and the patient would continue to be monitored.